Event description:
It was reported when using the pyxis medstation es system, device experienced interface problem that patient data/orders are not crossing over. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that orders crossed. A technical support specialist, could not replicate the reported issue. The device functioned as intended after the technical support specialist troubleshooted the device.